Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, quality control, and visual inspection of the returned device was conducted during the investigation. One new performer introducer was returned for investigation due to foreign material. A 1 mm long blue particle and a 6 mm dark fiber were visible within the sealed outer package. Review of the device history record of the shows one nonconforming event; however all non-conforming product was re-worked prior to completion of the final lot. There were no other reported complaints for this lot number. Per packaging qc specification, a 100% inspection is performed to inspect all package seals prior to release. Based on the information provided, examination of the returned product, and the results of our investigation; the root cause has been determined to be manufacturing related. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that a package containing the performer introducer product was being inspected when a "fluff," or foreign matter, was found in the package. No adverse events have been reported regarding this occurrence.